Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis with a missing distal shaft. Microscopic examination and tactile inspection revealed damage to the collar of the device. Microscopic investigation of the tip revealed no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 7mar2016. It was reported that difficulty advancing through lesion occurred. The 99% stenosed target lesion was located in a severely tortuous and moderately calcified circumflex artery. During procedure, the physician performed a balloon anchor with a non-bsc balloon catheter. A 145, 5-in-6 guidezilla¿ extension guide catheter was then selected for use and advanced. However, it was noted that the guidezilla¿ could no longer advance the part between the left main trunk (lmt) and the circumflex artery. The physician tried deep engage using a non-bsc guide catheter, still it could not get any results. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed shaft break.